Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014 - device evaluation:the pump has been returned and evaluated by product analysis 12/19/2013 with the following findings:during testing, the display was found to be dim/faded and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the finger pad. There was no issue with power loss or evidence of moisture damage in battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.